Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee procedure on unknown date and suture was used. The patient experienced wound dehiscence during physical therapy on first post operative day. It was reported that a reoperation was performed on (B)(6) 2016 and it was noted that the fascial suture broke. It was reported that the patient tissue was weakened from previous knee surgeries. The patient is currently fine.